Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer states that a banded pack contained only eight pieces instead of ten.